Manufacturer narrative:
The pads were returned to zoll medical corporation; the customer's report was duplicated in non-clinical mode. The pads were replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed self test using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.